Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that it was taking too long to charge. Patient stated they had a mammogram yesterday and turned everything off first. Patient stated it had always taken forever to charge the left side and they did not know why. Patient stated it has been taking a long time to charge the left side since (B)(6) 2014 and it has gotten gradually worse. Patient stated it has always taken longer on left side but she thought it was normal. No symptoms reported. No further complications were reported/anticipated.